Event description:
New information was received that a lead revision was performed thirteen days later. The ra lead was successfully repositioned and remains implanted in the patient. No adverse patient effects as a result of the lead revision were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited undersensing, decreased p-wave measurements, decreased impedance measurement and loss of capture. A chest x-ray noted ra lead dislodgement. A revision procedure has been scheduled for the following week. No adverse patient effects were reported.